Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is february 12, 2019.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a blank display. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The customer stated that the insulin pump would not turn on even with several batteries. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. They were able to check the alarm history after the insulin pump was restarted and used new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.